Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a decrease in r waves and non capture at maximum output was noted on the right ventricular lead. Lead dislodgement was confirmed. The patient was scheduled for a lead re-positioning procedure during which the lead helix could not re-extend. The lead was therefore explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were not confirmed. Analysis was normal. No anomalies were found.